Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was performing a declot procedure on a patient in the cath lab. When the physician was using the ptd device on the patient's av fistula the tip of the catheter broke off. As a result, an open stent was placed to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 5 fr. Ptd catheter assembly with the basket deployed and the tip detached and missing from the basket assembly. Microscopic examination revealed the tip broke at the base of the distal connector and approx. 2.0 mm remained attached. The edge of the tip was uneven and rough indicating that it was torn off. The location of the separate piece was not reported. No other defects or damage was observed. Functional testing was performed with a lab rotator. The basket retracted, deployed and rotated as expected. A review of manufacturing records did not yield any relevant findings. The provided instructions warn not to advance forward during activation and that potential fatigue fragmentation may occur with prolonged activation of the device. The cause could not be determined. Further investigation has been initiated at the manufacturing site.